Event description:
The patient underwent left total knee reconstruction in 1997. The office of the attorney for the claimant reported that allegedly the "uhmwpe" tibial plate broke in 2002. Revision occurred 3 days later.